Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that a two level fusion was performed in (B)(6) 2015. An x-ray identified that the screw had come loose and closure top had backed out. A revision surgery was performed on (B)(6) 2016; when the surgeon tried to remove the screw the tulip broke off the screw shank. It is reported the screw was explanted and replaced with the same size screw.